Event description:
It was reported that during a routine follow up visit, it was not possible to interrogate the device, despite using multiple programmers. Further investigation, including flouroscopy, determined that the device had fallen out of the patient at some point. It was determined that the device had not been implanted in one of the recommended positions, which may have led to the device falling out. The device was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).